Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-mar-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown medication at unknown dose/concentration via an implantable pump for unknown non-malignant pain. It was reported that there was a 12% volume discrepancy and the hcp thought the catheter was intermittently kinking. The hcp had not done a dye study or rotor study, but was considering an exploration surgery. Contributing factors were unknown. Diagnostics/troubleshooting performed was reported as an accurate refill. No actions/interventions were taken yet. The issue was not resolved as of yet and surgery was not scheduled and unknown if it would be planned. The patient's weight and medical history were asked but made unknown. The patient's status was "alive-no injury". Additional information was received from the patient. The patient stated that they have had '8 different pumps' and stated that 'they knew it was not the pump that hurt, it was the other parts of their body. Patient mentioned they have had so many spine operations - about 50 operations'. Patient reported they went to refill the pump and the doctor took out 2/3rds of the medication when there was only supposed to be 2-3cc's left in there. Patient stated they think yesterday was their 3rd refill since pump replacement in august and 'they've also been messing with it.' Patient stated 'they just waited 2 weeks and went through it - it was only taken down a couple cc's at a time, and yesterday again it's low, but it's not putting in the right medication and he was accusing me of it.' Patient explained the doctor took out 5cc's yesterday 'because there was - I don't know the exact number - 16cc's left so he took 5 out and wasted a little and put 10 cc back in.' Patient stated they're jehovah's witness and strict on blood but there was some blood on the doctor's needle yesterday. Patient stated 'he drew up the meds, kept the needle in there, measured, put the meds back in, and then he took the needle out, but said he forgot to save some medication so they put another needle in and it was bleeding after the first poke so I think it got some in the needle and turned the fluid a little pink, but that shouldn't have anything to do with the amount of medication not being put in being delivered.' Patient stated they normally go in every 35-40 days for a refill but there had been 2/3rds meds left in there when there should be 3cc's so 'I told him no wonder I'm in so much pain, but he (hcp) said that's nothing to do with that.' Additionally, the patient stated 'my wife can hear it ticking once in a while if she puts her ear up to it. She put her ear up to it yesterday and it was clicking faster. I don't have boluses or anything in there so it should be a steady click.' Patient then stated 'I get 8 tablets per day of 8mg oral meds on top of my pump. I fell down and passed out two weeks ago - ems had to come get me - the doctor messed up my meds and wouldn't respond to me so I was going without and my blood pressure went so high - I guess that's why I passed out.' Patient added they had lived on the couch for 11 years and didn't have a life to speak of because they were bedridden and didn't go anywhere other than the bathroom. Patient stated there was a lot of stress from this, the thoughts that go through their head, and travel to see hcp were very difficult. Additional information received from the company representative on 2024-03-12 and confirmed with the physician indicated that the patient's 'so many spine operations- about 50' were these unrelated to a medtronic device and/or therapy. It was also reported that the patient's fall, passing out, and had high blood pressure were unknown if they were related to a medtronic device and/or therapy. It was reported that at the refill at 2024-02-21 there was a 12% volume discrepancy. It was reported that as of 2024-03-07, the hcp was not sure what his plan was yet. They sent the drug out to be analyzed. The patient's weight was asked, but not provided.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown if the patient's report of "felt it had been hit with a sledgehammer/the fluid in the pocket site/it was hanging three inches over their belt/skin was hot/extremely painful" was due to an infusion system related device issue, patient/therapy issue, or procedural issue. The rep stated that they had not been able to get an answer to that question. When asked if the pump not working right and the tip of the catheter being black was due to an infusion system related device issue, patient/therapy issue, or procedural issue, the rep stated that it was unknown and that the doctor's office said there was no surgery scheduled at this time. The cause of both issues were not determined. The rep further stated that the tip of the catheter on the x-ray was the radiopaque marker on the tip of the catheter. Actions/interventions included no surgery scheduled at this time and the rep was not made aware of any. The event resolution was also unknown at this time.

Manufacturer narrative:
H6: fdd a01 and hazard nh2012 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (rep) stated that they had their pump and catheter was removed on (B)(6) 2024. After two-three days, the patient believed the pump was not working right. It was noted that the first refill they had 11-12"ccs" left over when there should have only been 3 ccs. About 3 weeks ago, they pump implant site felt like it had been hit with a sledgehammer, was extremely painful, and the skin was hot. The pocket site of the pump was filling with fluid. The patient stated it was hanging three inches over their belt. They did a "spinal tap" and "found something in the fluid" but could not identify it. When the catheter was removed, the tip was black to which the healthcare provider (hcp) had never seen before. They were on oral medication, which was double the dose however, it was "tearing up" their stomach. There was still an edema at the pocket site. The patient stated that it has been drained three times. They pulled out 65 ml of fluid, but it was clear fluid, so the patient stated its not infection. They were given antibiotics and on the last day of the round of medications. They were told they were given the wrong antibiotics then were given a different and stronger antibiotic. An agent reviewed the information and redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.